Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm after a supply change. The customer changed their infusion set site and another occlusion alarm was received. The customer's blood glucose (bg) level was not impacted. A system check was performed and the pump performed as intended. No damage to the cannula was noted. The contact changed all of the customer's pump supplies once more and successfully delivered a correction bolus.